Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2019 a gore® dryseal flex sheath was used during an endovascular procedure (type unknown) to treat an unknown etiology. Reportedly the gore® dryseal flex sheath was being used to place an endovascular device (type unknown) in the patient¿s contralateral internal iliac artery. It was noted that the patient had a pre-existing graft (type unknown). As the gore® dryseal flex sheath was being removed across the patient¿s aortic bifurcation, the sheath tubing broke into two separate pieces. Reportedly the broken portion of the sheath tubing was suspected to be approximately 2 cm in length. The trailing end of the gore® dryseal flex sheath was removed. It was reported that the physician utilized a balloon to advance to the aortic bifurcation where the broken portion of the gore® dryseal flex sheath remained. The remaining piece of the sheath was successfully removed from the patient. It was reported that the gore® dryseal flex sheath was discarded. No additional adverse events were reported. The patient tolerated the procedure.

Manufacturer narrative:
A1: patient identifier updated.